Manufacturer narrative:
The referenced unit was returned to the service center for evaluation. The generator did not come with accessories. The reported e433 error, restarting could not be duplicated during inspection and testing as the device functioned appropriately. A visual inspection found no anomaly on the appearance and the unit is equipped with the latest generator board version. The units' error log history was reviewed and noted the unit captured multiple errors ¿e433: tb tvs diodes short circuit. Those errors had happened on customer's site. The unit was returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue/ malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the high frequency electro-surgical generator unit was reportedly producing an e433 error and resetting took place during a procedure. No patient death or serious injury was reported. The unit will be returned for evaluation.

Event description:
The biomedical technician ii further reported that the reported error occurred at the beginning of a therapeutic procedure. The intended procedure was completed with a replacement unit that was readily available. Prior to procedure the generator was inspected, no abnormalities were observed. No other devices were replaced. There was no adverse outcome to the patient or procedure. Additionally, after receiving the unit back from olympus service, the facility checked all the foot switches and found one of them that caused the same error code. That foot switch has been taken out of service and disposed of, a replacement footswitch has been ordered.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event, from the original equipment manufacturer and to update the following sections: b5, g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. Additionally, the physical evaluation could not confirm the reported error. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1. The user activates the foot switch while the generator is booting (temporary error caused by user action). 2. Faulty foot switch (temporary error). 3. Faulty foot switch (temporary error, faulty reed contact). 4. Defective cable connection between hvps board and generator board (temporary or permanent error). 5. Defective hvps board (permanent error). 6. Defective generator board (permanent error). 7. Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, as stated on the IFU (instruction for use) and as a preventive measure, the IFU states a suitable replacement device must be provided during an application. The OEM will continue to monitor complaints for this device.